Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a hair in the kit is inconclusive due to poor sample condition. Three photo samples of an opened powerpicc solo kit were returned for investigation. The first photo sample shows an opened kit wrapped within a drape. A note stating ¿opened contaminated¿ is present on top of the kit. The second photo shows the drape opened. A hair appears to be present near the top center of the kit. The third photo shows a closer view of the hair. The presence of the hair within the kit prior to package opening could not be determined from the photo samples provided; therefore, the complaint is inconclusive. A lot history review (lhr) of redw0583 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a hair found in drape of the kit when opened. The device was not used.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redw0583 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a hair found in drape of the kit when opened. The device was not used.